Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited error code 80. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the device displayed "error code 80" during power up. The investigation determined that a faulty motor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The motor was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.